Event description:
It was reported to philips that the device suddenly powered off during the procedure and couldn't turn back on. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The issue happened during a diagnosis of electrophysiological surgery which got delayed by 30 minutes and the procedure was completed using the same system after the repair. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system suddenly shuts down during use and couldn't power on. The rse found that the 500ma fuse on the mpdu (main power distribution unit) had blown. The rse instructed customer to replace the fuse of the mpdu control. The customer replaced the fuse to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.